Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's battery charge dies fast. The charge used to last for like a month and now it lasts like a week. The patient said he does not use the therapy that much and barley uses it at all "which is good". It was reviewed with the patient that the ins will still drain even when the ins is off. The patient stated they have told their healthcare provider (hcp) and the hcp said that they will need to replace the ins at some point. Additional information was received from the consumer on 2020-feb-05 reporting that a battery replacement was scheduled for the next day. The caller indicated that the replacement was linked to the battery depletion previously reported. No further complications were reported.